Event description:
Customer complaining of air bubbles from large bore fluid delivery set packaged within their custom convenience kit. No samples were retained by the customer. There has been no patient injury.